Manufacturer narrative:
The reported condition of occlusion is out of range was confirmed and duplicated due to the occlusion switch on the motor processing unit board being out of adjustment. The device was returned unrepaired due to estimate refusal by customer. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one infusor pump in which the occlusion is out of range. The reported condition occurred during delivery in the biomedical service department. There was no patient involvement, injury or medical intervention related to this condition. No additional information is available.